Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: results between "40 mg/dl up to 70 mg/dl" with one test strip vial and 550 mg/dl with a new test strip vial from the same lot number.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.